Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncopal episodes on the same day where the implantable pulse generator (ipg) had two rdr (rate drop response) episodes. It was noted that the patient has multiple co-morbidities and could have passed from another cause. The ipg was reprogrammed to make the rdr more sensitive. The ipg remains in use. No further patient complications have been reported as a result of this event.